Manufacturer narrative:
Model number: 72404127. Lot number: 1000170339. Model description: control pump fgs iz. Model number: 72400024. Lot number: 1000190446. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised on a future date because "there is a problem with this sphincter's functioning and the patient continues to be incontinent." It was further reported that the patient's symptoms began two days after activation, on (B)(6) 2019. After activating the device the patient was continent, but after 10 hours the patient was incontinent again. No intervention has been performed yet. In the near future the current aus device will be explanted and a new aus device will be implanted. Additional information received states the patient's aus device was explanted due to recurring incontinence. A new aus was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised on a future date because "there is a problem with this sphincter's functioning and the patient continues to be incontinent." It was further reported that the patient's symptoms began two days after activation, on 16may2019. After activating the device the patient was continent, but after 10 hours the patient was incontinent again. No intervention has been performed yet. In the near future the current aus device will be explanted and a new aus device will be implanted. Additional information received states the patient's aus device was explanted due to recurring incontinence. A new aus was implanted. It was further reported that there was fluid loss from the device.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Model number: 72404127. Lot number: 1000170339. Model description: control pump fgs iz. Model number: 72400024. Lot number: 1000190446. Model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404127, lot number: 1000170339, model description: control pump fgs iz. Model number: 72400024, lot number: 1000190446, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised on a future date because "there is a problem with this sphincter's functioning and the patient continues to be incontinent." It was further reported that the patient's symptoms began two days after activation, on (B)(6) 2019. After activating the device the patient was continent, but after 10 hours the patient was incontinent again. No intervention has been performed yet. In the near future the current aus device will be explanted and a new aus device will be implanted.